Event description:
Balloon tip sheared off in the right iliac artery. Attempted multiple times to retrieve unsuccessful. Pt taken to or for exploration of the right femoral artery with retrieval of the catheter.